Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. Customer went to the emergency room (ER) due to a blood glucose (bg) level of 280 mg/dl, however, treatment was not received in the ER. Customer only had bg level tested in the ER. Upon arriving to the ER, the customer was able to successfully load a new cartridge onto the pump. Customer was released from the ER 3 hours later with a bg of 117 mg/dl, and customer was in stable condition.